Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation of the device's condition noted that the device was applied on tissue beyond the indicated range. It was reported that the staples did not form as expected, an unexpected content leak occurred along the staple line and significant tissue loss occurred as a result of the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection of rectum, when the anal side was resected, the cartridge jaws were placed on tissue and the jaws were closed by squeezing the handle. Because the handle opened in the forward direction when the green button was pressed, the handle was squeezed, the firing was completed, all the staples were found to staple the tissue, but there were staples that did not form the b-shaped correctly. When the jaws were opened and closed repeatedly and the green button pressed several times, the handle could be squeezed and fired. At that time, the user heard a crack sound from the handle, but it was in the middle of the firing, so the firing was continued. Since it could not be resected completely with 1 firing, a new handle and reload were taken out, and the remaining rectum of the anal side was resected. The second firing was able to be performed with usual operation. When the leak test was performed after the procedure, a leakage was found and an additional suturing was performed, and to ensure a covering stoma was created. There was only a part of rectum of the mouth side remained, but as malformation of the stapling line can been seen. There was an unanticipated tissue loss and tissue damage and the surgical time was extended by 30 minutes or more due to the product problem.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection of rectum, when the anal side was resected, the cartridge jaws were placed on tissue and the jaws were closed by squeezing the handle. Because the handle opened in the forward direction when the green button was pressed, the handle was squeezed, the firing was completed,all the staples were found to staple the tissue, but there were staples that were unformed. When the jaws were opened and closed repeatedly and the green button pressed several times, the handle could be squeezed and fired. At that time, the user heard a crack sound from the handle, but it was in the middle of the firing, so the firing was continued. Since it could not be resected completely with one firing, a new handle and reload were taken out, and the remaining rectum of the anal side was resected. The second firing was able to be performed with usual operation. When the leak test was performed after the procedure, a leakage was found and an additional suturing was performed, and to ensure a covering stoma was created. There was only a part of rectum of the mouth side remained, but as malformation of the stapling line can been seen. There was an unanticipated tissue loss and tissue damage and the surgical time was extended by 30 minutes or more due to the product problem.